Event description:
A family member reported that the contrast button and the ok keypad button have been intermittently unresponsive for the past month. She stated that the patient wears the pump in her pocket. The unresponsive contrast button is not likely to cause an adverse event because the issue is generally obvious and detectable by the user and because the issue does not affect the pump's insulin delivery functions. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. This complaint is being reported due to the allegation that the ok keypad button is intermittently unresponsive.

Manufacturer narrative:
(B)(6). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the contrast and ok keypad buttons are intermittently responsive; multiple presses with excessive force are required to obtain a response. It was observed that the buttons do not click or spring back normally. There was evidence of contamination found under all key contacts. The up arrow button contact was found to be inverted. Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release.